Event description:
It is reported by the field nurses there was breakage of the pocket designed to hold the inferior draining valve which allows the urine drainage on the urinary collector. The blue lever is adhered and does not allow the turn required for the drainage of the liquid.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It ws further reported the event happened with four (4) products. It was necessary to change the urine filters on the device. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. There are (B)(4) cases associated with this product; therefore, (B)(4) separate FDA form 3500a have been generated to address the other cases.